Event description:
It was reported that the user experienced hyperglycemia while using the ilet and performed a cartridge change without completing the fill tubing ¿see drops¿ step, then continued using the same tubing due to limited supplies; subsequent glucose readings remained high and the user¿s clinician advised discontinuing the ilet and using insulin pens. Symptoms included hyperglycemia with readings up to 426 and urinary frequency. Outcomes included no health consequences or impact and no hospitalization or prolonged hospitalization. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified involving improper or incorrect procedure or method related to the tubing component, and exogenous insulin use after discontinuation of the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.